Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm twice. Customer was able to clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.